Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that experienced an issue related to a ventilator inoperative condition. The manufacturer previously reported that the issue of the ventilator inoperative condition was addressed by replacing the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor failure was found to be consistent with contamination.